Event description:
It was reported that the device did not last as long as expected. The device had no telemetry, had no magnet response, and had no pacing. The device was explanted and was replaced. It was also reported that the right ventricular (rv) lead had an insulation integrity issue proximal to the connector pin and in the pocket area. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.